Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from the site regarding an imaging system used outside of procedure. It was reported that while setting up the imaging system, they were getting a columnator error. When they were ready to take images, they received another error. It would disappear after 15 seconds and it happened several times. There was no patient present when this issue was identified. No further information was available.